Event description:
It was reported that a manufacturer representative was in a stage 2 implant on (B)(6) 2015. When the health care provider (hcp) connected the lead to the implantable neurostimulator (ins) and impedance tested at the default setting, some pairs were showing ¿???¿ and some pairs had greater than 4000 ohms. They increased the amplitude up to 2v and pulse width 300 and continued to see ¿???¿ and 4000 ohms on some electrode pairs. The hcp had disconnected the lead from the ins and wiped twice and continued to see the same issue. The hcp decided to replace the ins and after it was replaced, all impedances were within normal limits. No patient information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative was putting the device in the mail today. There were no symptoms as the event happened intraoperatively.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far. Additional method code. Conclusion codes have been updated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative would be sending the device back and was just waiting on the arrival of the return shipping container. The reason for return was that they could not get the impedances to clear intraoperatively. They tried running tests with increased amplitude up to 3.5v and increased pulse width up to 420. Neither resulted in all combinations coming back in range. A second battery was opened and connected to the lead and when tested all the electrode combinations were in range, so the initial battery seemed to be the problem. The patient was currently doing well.